Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: part # us157858 / m2a cup / lot # 138930, part # 139270 / taper / lot # 799680, part # 12-103208 /stem/ lot # 266410. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01400, 0001825034 -2020 -01401, 0001825034 -2020 -01403.

Event description:
It was reported that patient underwent hip revision surgery 13 years post implantation due to pain and elevated metal ion levels. During the revision, the acetabular shell was found to be grossly loose with bone erosion posterior to the cup which has limited ingrowth. After additional scar tissue was removed, the stem remained intact but all other components were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.